Event description:
It was reported that the device had t-wave oversensing and the patient received multiple inappropriate shocks. Device was reprogrammed, detections were turned off and patient monitored. No new t-wave oversensing was noted and detections were turned back on. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.